Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Received 34 unused nexiva 20ga units in sealed packages inside of three dispensers from catalog number 383516, lot number 7325634. 10 packages in a dispenser, six packages in another dispenser and 17 packages in the last dispenser. Also, received two unused nexiva 20ga units in sealed packages from catalog number 383516, lot number 8040858. Visual/microscopic evaluation: 7325634: in 17 of the returned packages; the vent plugs were loosed inside of the sealed packages. 8040858: the vent plug was loose inside of both sealed packages. The defects leakage and cap loose and were identified and confirmed with the returned units. Although no leak testing was performed; the missing vent plug is a confirmed pathway for leakage. Vent plugs that are loose in the package are a known issue. The vent plug is inserted into the luer adapter at a specified force in manufacturing. This is a design issue; after the nexiva product goes through ethylene oxide (eo) gas sterilization where the fit between the vent plug and luer adapter becomes loose due to material relaxation. The benefit of the eo gas is that it can permeate the packaging membrane and through the part to ensure any bacterial kill within the device that poses minimal bacterial risk to the customer. This eo monitoring is part of acceptance criteria for release of each eo lot before going to the distribution centers and then to customers.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced leakage. The customer stated, "team, we received a voicemail from mckesson rep, krystal lowe requesting assistance with leaking from the syringe. Material: 383516, lot 7325634." Email received from customer with additional details: q:will you provide more details about the issue encountered? A:"plastic cap was not in hub of ext. Tubing, the customer looked through clear package and noticed all the caps were not in the hub. Item- 383516 lot# 732-5634."

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced leakage. The customer stated, "team, we received a voicemail from mckesson rep, krystal lowe requesting assistance with leaking from the syringe. Material: 383516, lot 7325634." Email recvd from customer with additional details: q:will you provide more details about the issue encountered? A:"plastic cap was not in hub of ext. Tubing, the customer looked through clear package and noticed all the caps were not in the hub. Item- 383516 lot# 732-5634".